Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was sent to the emergency room with a blood glucose reading of 431 mg/dl. The customer had been under a lot of stress due to a death in the family, and was experiencing elevated blood glucose levels for the past day. The customer stated that he removed the infusion set yesterday, and the cannula was bent. The customer felt that the bent cannula was the reason for the hospitalization, and declined any troubleshooting on the insulin pump. The customer also felt that his glucose meter was not giving accurate readings. Transferred the customer to lifescan for troubleshooting on the meter. Nothing further was reported.